Event description:
The fse reported that the communication error prevented the system from making x-ray. This caused the system to be unusable due to the loss of the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue was not duplicated. The wiring harness in the low voltage power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.